Event description:
It was reported that during a gastrectomy procedure, the device was used at the duodenum. It was found that the deployed staples were unformed. Then b-1 anastomosis was performed by hand suturing and the unformed part was cut off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.